Manufacturer narrative:
The flow sensor was replaced by the customer to resolve the issue. There was no ge healthcare repair. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. There was no patient injury.